Manufacturer narrative:
(B)(4) - use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for use after expiration from this lot. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not use after the use by (expiration) date. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that a 2.25 x 8 mm xience xpedition was implanted in the patient. After the procedure it was noted that the expiration date on the pouch label was 04/07/2014. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.